Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spheres were not detecting intermittently. By removing a sphere, the issue was resolved. No patient was present. The probably cause was that the spheres were defective. Additional information was received, it was reported that the sphere had been used once prior to the issue. Additional information was received. It was reported that the cause was the accessory used. Additional information was received, it was reported that 'accessory used' meant that the sphere was previously used.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075. G2: this event occurred in india, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.